Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) confirmed driveline (dl) wire damage that could have contributed to the reported driveline faults, pump stops, and associated alarms that were captured in the submitted log file. The submitted log files contained data from 12jun2021 to 21jun2021. 128 yellow wrench advisories associated with 128 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 3. The submitted log file captured multiple pump stops and low-speed events on (B)(6) 2021 at between 10:10:22 and 10:10:50. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. 75 pi events were also recorded throughout the log file. (B)(6) was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal portion of the dl was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The sealed outflow conduit was returned attached to the pump outlet housing. The bend relief collar was also present. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination of the driveline found minimal shield breakdown throughout the driveline. Electrical continuity testing revealed discontinuities of the orange and yellow wire. Visual inspection also revealed that the yellow wire was fractured and the orange wire was partially fractured at the pump housing. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The orange wire redundantly supports motor phase 3 and the yellow wire redundantly supports motor phase 1. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange and yellow wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused the pump stop events captured on the submitted log file. Function also could have been compromised from a phase to phase short if the exposed conductors from any two wires made direct contact or simultaneous contact with the braided shield while operating on either a grounded (power module) or an ungrounded (14 v batteries) power source. The inner conductor breakdown of the orange and yellow wires could have caused the driveline fault alarms captured on the submitted system controller log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26aug2015. The most recent revision of the heartmate ii instructions for use (IFU) section of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults, pump stops, and low speed events. The heartmate ii lvas patient handbook is currently available. Section of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the patient's transplant was originally reported in manufacturer report number 2916596-2021-04835. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the cause of the pump stops was not identified and the patient was transplanted (B)(6) 2021. The patient was reported to be stable and the device was to be returned for evaluation.

Manufacturer narrative:
The patient's known driveline faults were reported under MFR # 2916596-2021-02475. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient with known driveline faults had a pump stop while on a grounded cable. A log file analysis contained the previously documented driveline faults as well as new abnormal pump stops, low speed advisories, and low flow hazard events. This type of behavior was linked to potential issues with the driveline/percutaneous lead. These issues only appeared to be occurring while connected to the power module. The patient was put on an ungrounded patient cable and did not experienced any further alarms.